Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "quiet speaker (not functioning)" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a detached speaker. The rear case is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a quiet speaker (not functioning) found during testing in the biomedical service department. There was no patient involvement. No additional information is available.